Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces." The following sections could not be completed with the limited information provided. Date implanted:1997.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty in 1997. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear. The tibial bearing was removed and replaced.